Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that ¿sometimes¿ the patient feels a stabbing pain at the implantable neurostimulator (ins) site. It was noted that the ins is tilted so that the top ¿sticks out a little farther than the bottom¿. It was reported the problem has been present since their stitches were removed after implant. It was noted that the patient was provided with a lidocaine gel for the ins site. (B)(4). Additional information received reported the impedances were within normal limits. Additional information received reported the patient could feel stimulation at the ¿top of the battery¿ through their skin but ¿not at the bottom¿. It was noted it ¿may be superficial¿ and is irritating them. It was reported the patient¿s health care provider (hcp) gave them lidocaine cream. It was further noted the pain at the implant site was described as ¿almost stabbing¿. It was noted that all the impedances were within normal limits and the pain began after their stitches came out. (B)(4).